Event description:
It was reported that resolute onyx rx drug eluting stents have been involved in multiple occurrences of vessel occlusion due to re- stenosis. This was noted by numerous cardiology consultants the re-stenosis was treated with intervention and reported as related to target lesion. The events are reported to have occurred in various lesion subsets and at different time intervals post onyx implant.

Manufacturer narrative:
Additional information: it was identified that resolute onyx rx drug eluting stents were implanted in 595 patients at the hospital and upon clinical review 6 patients were confirmed with isr. This equates to a 1% re-stenosis rate. It was reported that the hospital are satisfied that this is in line with medtronic¿s own data and does not feel the need to pursue this any further. The physicians are happy to continue to use medtronic onyx stents. If information is provided in the future, a supplemental report will be issued.